Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (63 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.044% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed purulent drainage from left axilla 33 days post miradry treatment. Antibiotic (keflex 500mg p.o. For 7 days) was prescribed 37 days post-treatment. The treating physician examined the patient and prescribed another set of antibiotics (keflex 500mg p.o. For 7 days and bactrim bs 800 160mg p.o. For 10 days). A culture result was positive for proteus (bacterium). A second culture was taken and result was positive for enterococcus faecalis. Another antibiotic (doxycycline) was prescribed about 2 months post-treatment. The treating clinic stated the patient's symptoms are resolving.